Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient implanted with this right ventricular lead presented to the emergency room after a holter monitor revealed loss of capture. Device interrogation revealed pacing threshold measurements had increased. A decrease in pacing impedance measurements was also observed. A chest x-ray was performed which revealed the lead had micro-dislodged. The patient was admitted with increased outputs programmed and a lead revision procedure was scheduled. No adverse patient effects or symptoms were reported. The local area field representative was contacted for additional information. It was reported the lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.